Event description:
During laparoscopic procedure the endo gia stapler was fired across rectum; after firing noted a suspicious staple appearance on rectum, staple malformed. Procedure converted to open and used conventional staples. Pt did well.